Event description:
Customer tested device at approximately 10:00 pm, however, device did not have the values. Customer gave themself insulin. Customer was unresponsive. Customer's spouse called emergency medical technicians (emt) at 2:00 am. Emt device = 22 mg/dl. Emt gave customer an injection and admitted themself into the hospital. Customer was given a glucose IV at the hospital. Controls values were unknown. Customer stated they believed they gave themself too much insulin. A request was made for return product and replacement product was sent.